Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 for the treatment of stress urinary incontinence. Concomitantly, the patient underwent a robotic assisted laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy. In 2013, the patient had an xray of the pelvis taken for other medical purposes and a zipper like foreign body projecting over the inferior pubic ramus on the left was seen. The surgeon reported that it was a retained surgical object from the sling insertion. The patient underwent a procedure on (B)(6) 2013 for a wide radical local excision of the left vulva and an excision of the suburethral mesh with removal of the retained surgical object. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion : user error caused the event. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).